Event description:
New information indicates the lead continued to exhibit low impedance and had noise. The lead was capped and replaced on (B)(6) 2014. The patient was stable during and post procedure.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the right ventricular lead exhibited low lead impedance. The lead remains implanted and the patient will continue to be monitored.